Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the artery was backwalled when the 0.035" enroute guidewire pulled back. The physician sutured the artery and re-accessed to continue with the procedure. It was reported that the procedure was completed successfully and the patient is stable.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.